Event description:
A customer reported that their device screen was scratched causing the button to be pressed multiple times to respond. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.